Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from 271-500 mg/dl. Reportedly, the cause of the high bg levels were unknown. The customer delivered a correction bolus via the pump to stabilize bg levels. Although requested, no additional information was provided regarding the reported issue.